Event description:
It was reported that the pt was unable to adjust stimulation. The device was found to have a power on reset (por) condition. It was noted that the pt also has a spinal cord stimulator as well as an interstim device. The pt's healthcare professional reported impedances reading >4000 ohms on all of the bipolar pairs and >4000 ohms on all the unipolar pairs. The device also had an end of service/end of life (eos / eol) message. The need for surgical revision/replacement was mentioned. More info has been requested.

Manufacturer narrative:
(B)(4)